Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance and noise episodes. The lead was capped and replaced. The patients condition was -very well- before and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the lead also exhibited a decrease in sensing amplitude.